Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right common femoral artery (cfa) with mild calcification and mild tortuosity. The 6.0x40mm armada 35 balloon dilatation catheter (bdc) was used to achieve hemostasis for the vessel, but when it was inflated, an air bubble got into the balloon so the device was removed from the anatomy. No blood got into the balloon so the leak was probably due to a broken part located on the proximal part of the device outside of the anatomy. A new same size armada 35 balloon was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.